Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the oscillating saw attachment device was vibrating, came apart, and would not secure the saw blade devices. According to the reporter, the device was ready and tested for the saw blade lock, and secured prior to use when the device experienced excessive vibration causing the screw to loosen and fall out. Therefore, the saw blade device would not stay secured to the device. The reporter indicated that the device was reassembled and retried but the issue persisted. The reporter stated that the screw came out at the prep table and not near the patient. There was approximately ten minutes delay to the surgical procedure. A spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.